Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2025. During the procedure, the clip was able to grasp tissue but unable to release from the catheter during deployment. According to the technician, the endoscope was in a slightly torqued position within the stomach at the time. Additionally, the spring inside the handle of the device reportedly broke while attempting to open and close the handle to release the clip. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.